Event description:
The pt experienced lower back pain in the beginning of the dialysis treatment. The pt was given benadryl and taken off treatment with this dialyzer. The involved dialyzer was discarded. The dialyzer was first use, and it was not preprocessed.